Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer's blood glucose reading at the time of the event was 16 mg/dl. Customer stated paramedics were called and he was transported to hospital. Customer was in a diabetic coma. Customer was on life support. Customer was in rehabilitation center and could not read the insulin pump, due to the drugs in his system. Nothing further reported.